Event description:
Customer went to hosp in 09/2004 at 3pm due to low bg's customer was there for only a few hours until customer was stabilized. Customer accidentally remained connected to pump yesterday while customer was doing a manual prime.